Event description:
The initial reporter received questionable sodium electrode and potassium electrode assay results from two patient samples and calibration errors on the cobas pro ise analytical unit. Patient sample 1: sodium. The initial result from the analyzer was 149 mmol/l. The repeat result from another cobas pro ise analyzer was 142 mmol/l. Patient sample 2: sodium. The initial result from the analyzer was 148 mmol/l. The repeat result from another cobas pro ise analyzer was 141 mmol/l. Potassium. The initial result from the analyzer was 4.07 mmol/l. The repeat result from another cobas pro ise analyzer was 3.6 mmol/l. The provider questioned the initial results, prompting the rerun. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 17-may-2026. The potassium electrode serial number is (B)(6), with an expiration date of 15-aug-2026. The field service engineer (fse) inspected the analyzer and determined that an issue with the sodium electrode had caused the event. He verified the fluidics and checked the previous ion-selective electrode (ise) check results. He replaced the electrodes, primed the system, performed green rack and ise checks. He verified the analyzer's performance with qcs and precision checks. The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results are within the specified ranges. The alarm trace and pre-analytical data do not indicate any issues. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue. The cause of the event could not be determined.